Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient stated that there were some raw spots under the electrodes that were starting to blister. Field support services visited and assisted with the garment to help with comfort. The patient was recommended by physician to use an otc hydrocortisone cream. The patient reported that irritations improved.